Event description:
The customer returned the product for corrosion found at the bottom of the battery compartment; around the right-most spring, during physical inspection it was found that the upstream occlusion (uso) seal was dented and buckled. There was no patient involvement.

Manufacturer narrative:
H3: one device was received for analysis. There was no previous service reported in the last twelve months. The alleged battery corrosion at the bottom of the compartment was confirmed, upon further investigation a reportable malfunction of buckling upstream occlusion (uso) seal was identified. The uso seal was replaced. The device passed all tests after the repairs.